Event description:
Customer's husband reported a battery issue with his wife's adc meter that was not resolved when the batteries were replaced. He stated as a result of this issue, she was unable to test and lost consciousness. Paramedics were called and customer was transported to a local health care facility and diagnosed with hypoglycemia. No treatment was reported. There was no report of death or permanent impairment associated with this issue.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.